Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.50/+0.5/053 (sphere/cylinder/axis), in the patients right eye (od). The lens was reported as low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: h11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.50/+0.5/053 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2020. The lens was removed on (B)(6) 2024 due to low vault without rotation. The lens was replaced with a longer length lens and the problem was resolved. The cause of the event was unknown. H4: device manufacture date: 30-oct-2019. Claim # (B)(4).